Event description:
It was reported that the skull clamp slipped. No other information was provided. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported information.